Event description:
In 2008, the dist reported that during surgery, the two reduction tools were not working and did not reduce. The surgeon finished the surgery with the coach screw reduction tool that is not in the original kit. Therefore, if this malfunction were to recur there is a potential for surgical delay.

Manufacturer narrative:
Prod is an instrument and is not implantable. Request has been made to obtain the prod. Device MFR date is unk. Eval is pending upon the return of the prod.